Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that in the post-op area, the rep met with the patient to turn stimulation up to a level they felt it, however, it would not allow them to increase the stimulation past "0.3" on all 7 programs. They went into the clinician application to see if the amplitude limit was set, but it was off. They ran impendence, and 0, 1, 2, and 3 electrodes were orange with "!". When they clicked the cells they all showed high impedance, 4000 ohms on all electrodes. Intraoperatively, they all saw the lead was completely in the header with all blue showing. The healthcare provider (hcp) had used the hex wrench and twisted until they heard it click three times. The rep told the hcp of the high impedance reading, and they said the patient had already eaten food, so they could not take them back in that day. They reported the plan was to wait two weeks and see the patient at the doctor's office to see if they still got impedances of 4000 ohms. If they did, they would reschedule the patient for a revision and see what the problem was. The rep noted, "is it the connection or a bad ipg?" When asked to describe any environmental/external/patient factors that may have led or contributed to the issue, the rep noted "post-op area of hospital." Diagnostics/troubleshooting reportedly consisted of using the clinician mode to check the patient impedances, which all read "4000." No actions resolved the issue, and the issue was not resolved at the time of the report. No surgical intervention occurred, but it was marked that surgical intervention was planned. The rep reported conflicting information, that the lead was never implanted, but still in use, and also that it would be replaced in the future by a manufacturer product. They also listed the handset as being "no return-still in use," but also that it would be replaced in the future by a manufacturer product. Additional information was received from a manufacturer representative (rep). The rep clarified that there was no environment issue alleged regarding the 'post-op area.' The rep was not sure if the issue was the connection or if there was something wrong with the ins itself. When asked if there was a connection issue, they said, "yes, the lead and ipg were not connected. But I watched the lead go into the ipg where we saw all blue. Then the surgeon used the torque wrench and tighten the screw until we heard the wrench click." They asked "did the screw not properly go thru the threads of the ipg header and the torque wrench clicked but the screw not properly locked?" They did not know what led to this issue. It was noted that the patient would come back on (B)(6) 2022 so the hcp could run impedance again. If they are still 4000 (high), the patient will get another surgery date scheduled to see if the lead is properly secured into the ipg. If it is, they will replace the ins. When asked if the issue had been resolved, they stated, "no, but [they would] know more on (B)(6) 2022." The rep clarified that the lead was implanted, and the handset is still in use. The cause of the high impedance and inability to increase past "0.3" on all seven programs had not been determined, and they did not know at the time of the report what most likely caused or contributed to these issues. The issues had not resolved. When asked to clarify the initial report that surgical intervention would only be performed if the impedances measure >4000 ohms at the two-week post-op appointment, but it was also noted surgical intervention was planned later in the report, the rep clarified they did not know yet if device removal or replacement was planned.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient still had high impedances at the post-op appointment; they were "all 4000." The cause of the original high impedance was still unknown. It was noted that the patient would be scheduled to have surgery so the surgeon can see if the lead is not tightened into the ins. Device removal or replacement is planned, but there is no date yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.